Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 25-apr-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (15 mg/ml at an unknown dose) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and other chronic/intractable pain. It was reported that while trying to detach the pump segment of the catheter from the pump, the internal metal portion of the pump connection piece came loose. It was discarded. A different connection piece was used. The issue was considered resolved. There were no known environmental, external or patient factors which may had led or contributed to the issue. The patient's status at the time of the report was alive - no injury. No further complications were reported.